Manufacturer narrative:
Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, peeling/fading end cap address label and scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicate that the retention ring was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.